Event description:
This event occurred during bench testing. No patient was involved.

Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A review of the event history log found no evidence of the reported problem in the history. During functional testing, the reported problem was duplicated as the pump started double beeping. This issue was customer induced via fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump. To resolve the problem, the downstream occlusion sensor was replaced. Additional information b5 describe event or problem and d5 operator of device. This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4), corrected data: h6 patient codes, evaluation codes and conclusion codes.

Manufacturer narrative:
The smiths medical pump was returned for analysis and it was found to be in good physical condition externally but had fluid ingressions when opening the case. The analysts were unable to replicate the "double beep no cassette" alarm but found fluid ingressions on the pump of the occlusion sensors. The downstream occlusion sensor was replaced.

Event description:
Information was received indicating that during testing a smiths medical cadd-legacy one ambulatory infusion pump exhibited "double beep no cassette." No adverse effects were reported.